Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device not recording data accurately and scratched ui panel screen visible when powered. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center for further evaluation. During the evaluation of the device, they found evidence of foam degradation. During the evaluation, foam particles were observed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation but there was visible foam degradation. The unit passed the final test. No further investigation can be performed. If any additional information is received, a follow up report will be filed.